Event description:
It was reported that a patient underwent a myomectomy in 2009. During the procedure, the blade would not advance when activated.

Manufacturer narrative:
Blade will not advance. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.